Event description:
The customer reported that the device jaws could not be re-opened while on tissue during a laparoscopic hysterectomy. The device jaws were removed from the tissue by resecting the tissue adjacent to the device jaws. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.